Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple occlusion alarms occurred. During system check with tandem technical support, it was confirmed that the occlusion was related to the cartridge. Customer changed the cartridge to address the occlusion alarm and successfully resumed insulin. Customer's blood glucose level was 362 mg/dl. Customer reverted to manual insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.